Event description:
It was found during installation, that part of the central monitor (cover and housing) of a heart lung console were broken. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.